Manufacturer narrative:
The customer was contacted, and he reported he would not return the alleged product for evaluation. Device will not be returned.

Event description:
Customer reported the infusion device has delivered boluses that he did not program. This has occurred on 2 separate occasions, and on the day of the report, he looked at the infusion device and noticed a bolus was counting down. He was unable to cancel the bolus and removed the infusion set. On another occasion, he experienced hypoglycemia of approximately 60 mg/dl, and he was capable of self-treatment. No adverse event was reported. The alleged products were requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.